Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system recorded a lead safety switch (lss) due to high out of range right atrial (ra) lead impedance measurements. The ra impedance had been elevated for a couple of years. Technical services (ts) was consulted and recommended further monitoring. This crt-p system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system recorded a lead safety switch (lss) due to high out of range right atrial (ra) lead impedance measurements. The ra impedance had been elevated for a couple of years. Technical services (ts) was consulted and recommended further monitoring. This crt-p system remains in service. No adverse patient effects were reported. Additional information was received and this crt-p was explanted due to normal battery depletion. The device was replaced. No adverse patient effects were reported. This product has returned for analysis.